Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; a flat crease, deformation, the weight of the device was within specification and cloudiness and color in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.